Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin occlusion alert on the pump while changing supplies with a contact detach infusion set, which resolved after completing the guided supply change and resuming insulin delivery. Symptoms included no reported changes in blood glucose. Outcomes included no injury and no need for medical intervention or hospitalization. Investigation included telephone troubleshooting and user education on proper supply change steps. Investigation of this case revealed that the occlusion alert was associated with the infusion set and supply change process, and that completing the supply change cleared the occlusion and restored delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique during supply change leading to a transient occlusion that resolved with correct replacement and setup.